Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep pta balloon with a non-medtronic 6fr sheath and 0.014 non-medtronic guidewire during treatment of a 140mm calcified and plaque lesion in the patient¿s mid right anterior tibial artery. Moderate vessel calcification is reported. Lesion exhibited 80% stenosis. Vessel diameter reported as 2.5mm. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. A non-medtronic inflation device was used for balloon inflation. The device was advanced to the target area. No resistance was noted during advancement. The device was not passed through a previously deployed stent. The balloon was inflated once between nominal and burst pressure at 10atm for 2-3 minutes. When the physician attempted to deflate the balloon at the lesion site, deflation was not possible. Several attempts were made to deflate the balloon per instructions of the inflation device but it could not be deflated. Due to inability to deflate the balloon and the pain caused to the patient due to blockage of blood flow, the physician removed the balloon while fully inflated from the patient without intervention. No attempts had been made to try and puncture the balloon prior to removal due to it being located under the knee. There was no vascular injury in postoperative angiography noted. No patient injury reported.

Manufacturer narrative:
Image review the image appears to show an inflated balloon, however due to the poor quality of the image this cannot be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.